Event description:
It was reported that the catheter balloon allegedly burst.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex" correction:concomitant medical products, device evaluated by MFR.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon allegedly burst.